Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the battery pack cells were leaking. The root cause for the leaking cells could not be positively identified, but the damage likely resulted from the battery pack impacting a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) had a leaking battery cell. The last pt to use this battery pack did not report any deficiencies.